Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed in (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 28-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding, anemia, hiatal hernia, dysplasia and overweight. In (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine leiomyoma ("uterine fibroids"), uterine enlargement ("reproductive system disorder or condition type of disorder or condition: enlarged uterus"), anaemia ("blood or heart disorder/condition type: anemia") and abdominal pain lower ("abdominal cramping"). The patient was treated with surgery (total laparoscopic hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, uterine leiomyoma, uterine enlargement, anaemia and weight increased outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, anaemia, menorrhagia, pelvic pain, uterine enlargement, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Hysterosalpingogram - in 2007: total bilateral occlusion concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uterine fibroids. Most recent follow-up information incorporated above includes: on 26-sep-2018: plaintiff fact sheet received. New reporters and reporter information added. Plaintiff demography added. Events added from pfs- reproductive system disorder or condition type of disorder or condition: enlarged uterus, blood or heart disorder/condition type: anemia, weight gain / loss specify which one: weight gain, abdominal cramping. Lab data added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding, anemia, hiatal hernia and dysplasia. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (total laparoscopic hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and uterine leiomyoma outcome was unknown. The reporter considered menorrhagia, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure (ess205). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uterine fibroids. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record were received. Events per pfs: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia) and uterine fibroids. Concurrent condition added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.